Event description:
It was reported that during follow up, review of session records revealed far p wave oversensing. The device detected the vf, but therapy was aborted. The device was reprogrammed and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.